Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: updated event information. H3, h6: investigation summary background: updated event description: it was reported that on (B)(6) 2019 patient underwent an left hip intramedullary nailing surgery, there was a short tfna nail that became stuck on an insertion handle during a case. The t-handle ball hex screwdriver was bent while trying to removed the tfna nail from the radiolucent insertion handle. Procedure was successfully completed with forty-five (45) minutes surgical delay. Patient status is unknown. Flow: device interaction/functional. Visual inspection: visual inspection performed at customer quality observed that the tfna nail is stuck to insertion handle via the unknown connecting screw. The part # or lot# of the connecting screw could not be identified due to the stuck condition of the construct. No new malfunction was identified. Received condition agrees with complaint description. Functional test: functional test was not performed because tfna nail is stuck with insertion handle via connecting screw. Separation of the devices was attempted unsuccessfully. Replication of the complaint condition is able to be replicated. A review of the device history records was unable to be performed since the lot number was unknown. Dimensional analysis: dimensional analysis was not performed due to received stuck condition of the device. Document inspection: the connecting screw for the system is 03.037.010. Therefore, the following documents were reviewed: connecting screw drawing, no product design issues or discrepancies were observed during this investigation. Conclusion: while no definitive root cause could be determined it is possible that any unintended forces encountered by the device during its usage or handling could have led to the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
04/09/2019: updated event description: it was reported that on (B)(6) 2019 during a left hip intramedullary nailing surgery, there was a short tfna nail that became stuck on an insertion handle. The t-handle ball hex screwdriver was bent while trying to remove the tfna nail from the radiolucent insertion handle. The procedure was successfully completed with forty-five (45) minutes surgical delay. Patient status is unknown. This complaint involves three (3) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: complainant part was not returned. And is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a left hip intermedullary nailing surgery. There was a short tfna nail that became stuck on a insertion handle during the procedure. The procedure was successfully completed with a forty-five (45) minute delay. Patient status is unknown. This report is for one (1) cannulated connecting screw. This is report 2 of 3 for (B)(4).